Event description:
It was reported that leaking occurred on the side of the device. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received and was scrapped without being investigated. The most probable cause would be a cracked water tank by the drain tube fitting from wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Event description:
Patient involvement unknown.